Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the device was not returned; therefore, an inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: CT images were reviewed. Based on the images provided, a needle biopsy of the liver can be confirmed. Based on the images provided, a detached needle segment was demonstrated to be located between the ribs extending into the liver, can be confirmed. Based on the images provided, removal of the detached needle segment cannot be confirmed. Conclusion: based on the images reviewed, the investigation is confirmed for a break, as a detached needle segment could be seen in the images. Per the reported event details, the liver biopsy was performed in the intercostal space between ribs 9 and 12. Therefore, it is likely that anatomical and/or procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current mission disposable core biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the health care professional was attempting to take a second sample during a liver biopsy the patient reportedly coughed hard which allegedly resulted in the needle tip breaking outside of the costal margin. The hcp reportedly attempted to remove the needle tip under fluoroscopy and discovered the needle tip had migrated into the liver. The patient is reportedly doing ok.